Manufacturer narrative:
Investigation summary: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Cannula length of IV end, cannula pull force and glue height were inspected for 7pcs retention parts, all results passed. Pen needle product has 100% IV end length inspection by visual system, and defect part will be rejected automatically. Based on investigation above, the certain cause cannot be concluded at the moment. Investigation conclusion: based on the investigation above, the certain cause cannot be concluded at the moment. However, we will keep monitor on similar issue from filed and trending regularly. Root cause description: manufacture records were reviewed, no abnormal was found. Cannula length of IV end, cannula pull force and glue height were inspected for 7pcs retention parts, all results passed. Based on investigation above, the certain cause cannot be concluded at the moment. Rationale: refer to pen needle risk assessment (B)(4), the severity of fail mold is low(s1). The actual complaint rate of fail mold is o1 since from 2017 till now. According to CPR-028, the risk level is low. The issue confirmed might was caused by incorrect setup method, no CAPA needed.

Event description:
It was reported that pen needle 32gx4mm 5b 28ct cannula length was inconsistent. This occurred on 140 occasions before use. The following information was provided by the initial reporter: on (B)(6) the customer had bought 140 new pen needles (28 * 5 boxes, a free box of 7), and she found that the length of the product was inconsistent. At the same time, some needle and plastic joint part of products were raised or concave, not flat.